Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed internal leakage test during pre-use check. According to the fse, the air hose and expiratory cassette was leaking. The problem was solved by replacing the air hose and the expiratory cassette. The ventilator was ready for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).